Event description:
A customer reported a footswitch issue prior to a surgical procedure. The surgery was started and completed, with an alternate system. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).